Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp in which the customer stated a loss of display during a training session. Reviewed logs and found error code 78, 111, and 112, the communication was interrupted between the base and the control unit. The fse replaced the coiled cable and the scroll compressor due to the total hours exceeding 10,000 since the last service visit. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in service training while plugged in and on a simulator, the customer disconnected the hospital cart and the cardiosave intra-aortic balloon pump (iabp) went into rescue mode and the iabp unit went blue, generated an alarm, stopped working and shut down. The iabp unit was reconnected and turned off. The same actions were done again and the same issue was observed. Additionally, and unrelated to the reported issue, the iabp unit generated a "safety disk replacement is due message". There was no patient involvement, and no adverse event reported.